Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient, who is on dialysis for renal failure, had a blood glucose (bg) of 590 mg/dl with thirst and nausea. During troubleshooting with customer support, (cs) it was found that the pump had a power issue. The alarm history indicated battery life was less than expected, and this had occurred with 3 separate batteries out of at least 2 separate packs. Cs advised patient to discontinue pump use. This complaint is being reported because the power issue was not resolved and the patient experienced hyperglycemia.